Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the patient experienced a ¿hot feeling¿ at the location of their implantable neurostimulator (ins) when they bend a certain way. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v388290, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).